Manufacturer narrative:
Patient birth year: 1935. Device evaluated by MFR: analysis of returned product revealed that the device was broken 295 cm from proximal to broken section, and the other part of the device was not returned. The device was kinked at the distal tip. The dimensional inspection of the overall length and the outer diameter (od) of the distal tip could not be performed because of the condition of the device. The od of the middle of the device and the proximal section were within specification.

Event description:
It was reported that the tip of the guidewire detached and remains in the patient. A savion flx guidewire was selected for a left leg angiogram procedure in the peroneal. During the procedure, the tip of the wire broke off, and they were unable to retrieve it. The tip was left in the patient. There were no patient complications. The patient is reported as fine. They opened another vessel, but no other device as used to complete the procedure.

Manufacturer narrative:
Patient birth year: (B)(6).

Event description:
It was reported that the tip of the guidewire detached and remains in the patient. A savion flx guidewire was selected for a left leg angiogram procedure in the peroneal. During the procedure, the tip of the wire broke off, and they were unable to retrieve it. The tip was left in the patient. There were no patient complications. The patient is reported as fine. They opened another vessel, but no other device as used to complete the procedure.